Event description:
It was reported that the surgeon took out the lag screw and put in a shorter lag screw. Fracture collapsed and was sticking out 1.5 inches. Patient is complaining of irritation.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that the surgeon took out the lag screw and put in a shorter lag screw. Fracture collapsed and was sticking out 1.5 inches. Patient is complaining of irritation.

Manufacturer narrative:
Received information confirmed that the nail did not contribute to this event. A investigation will be done on the lag screw. Report number (B)(4). This report will be closed.